Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, episodes of noise were observed on the right ventricular (rv) channel. The electrical parameters of the rv lead were appropriate when measuring with the pacing system analyzer (psa). The physician noted blood in the header of the device and suspected that this may have caused the noise. The device was successfully replaced. The patient was stable and will continue to be monitored.